Manufacturer narrative:
MDR 2518422-2022-64666 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2025-113040. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
MDR 2518422-2025-113040 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-64666. This follow up report is being filed for awareness of this duplicate report.

Event description:
This notification was opened for review of information received that the bipap auto biflex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation inside the blower kit. In addition, the device had dust/dirt contamination and displayed error code e053 (comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.